Event description:
Unomedical reference number (B)(6). Event occurred in the united states. On 30-mar-2022, it was reported that one of the patient's infusion set's tubing was flat out of two. The infusion sets had been inserted on (B)(6) 2022 and (B)(6) 2022. The infusion set tubing came apart near the infusion and insulin did not come out while the patient was trying to start a new set. The infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the body. No further information available.

Event description:
On 19-may-2022 IV: follow up information was submitted to update awareness date and the result of complaint investigation of the returned used device (1 set) showed that all test results were within specifications. Based on the result: medical device problem code, component code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number: (B)(4). Event occurred in the united states. On 30-mar-2022, it was reported that one of the patient's infusion set's tubing was flat out of two. The infusion sets had been inserted on 15-mar-2022 and 25-mar-2022. The infusion set tubing came apart near the infusion and insulin did not come out while the patient was trying to start a new set. The infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the body. No further information available.